Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. He stated that the issue was not resolved by a battery removal and reinsertion. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. He stated that he was in a pool without the insulin pump on. He stated that he observed the keypad issues thereafter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The insulin pump has minor scratched lcd window and cracked case the near display window corners.